Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture (B)(4). Note: facility information: (B)(6) surgery center. (B)(6) hospital health centers (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction revision with a gel mentor breast implant of unknown type 170cc and suffered from a right side rupture. The patient was hospitalized for 24 hours. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 170cc on (B)(6) 2020.

Manufacturer narrative:
On 10/12/2020, the mentor failure analysis lab has received the device for evaluation. On 10/19/2020, it was reported to mentor that the date of birth was (B)(6) 1972. The affected device information was mentor memorygel breast implant 170cc, catalog number 3507170mc, lot number 7620352. On 10/30/2020, during visual evaluation a tear was observed on the anterior view, measuring approximately 0.5 cm. Please note that the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture and insufficient paperwork. The evaluation was limited to non-destructive testing. If you would like us to conduct a more exhaustive evaluation, please complete the attached form and send it back by replying to this message. Once the form is received, the device will be thoroughly analyzed via microscopic examination and a new letter will be provided. If the form was recently provided, please disregard this additional request. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. A manufacturing record evaluation was performed for the finished device 7620352 number, and no non-conformances were identified. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).